Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left unknown mentor saline implant. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast reconstruction with unknown mentor saline prostheses. Bilateral deflation of the breast prostheses, fever, and pain were diagnosed post procedure via self-examination. Patient had a physician appointment on (B)(6) 2018. At the time of this report, mentor has received no information regarding explant date. This report is for the right breast prosthesis.

Manufacturer narrative:
The following changes were mistakenly omitted from the report submitted on 5/11/2018: the patient also reported troubled breathing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The following changes were mistakenly omitted from the supplemental report submitted on 6/20/2018: (B)(4).